Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had stomach pain and nausea and they found h. Pylori bacteria. The patient also reported that they had side and back pain. These issues were discovered in (B)(6) 2017 but they didn¿t think any of these symptoms were related to the device or therapy. It was noted that the patient was having a hepatobiliary iminodiacetic acid (hida) scan to check her gallbladder because they think that the gallbladder might be the cause of the nausea and pain. The patient also mentioned that the medicine she was on was horrific and gives her nausea. In conclusion, the patient was redirected to their healthcare professional (hcp) to determine the issues. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
Patient codes (B)(6), (B)(6), and (B)(6) do not apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the stomach pain, nausea, and (B)(6) began in the stomach and right side area. An ultrasound was done and was negative. Then, an upper endoscopy found bacteria, but the patient was still in pain. The patient said they were on two antibiotics. The patient had a hida scan and was told they had gall bladder issues that were not yet resolved. The patient was directed to another doctor and possible surgery. No further complications were reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.